Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds, low r wave amplitude and loss of capture a few weeks after a device changeout procedure. Thresholds before the changeout were noted to be low. A chest x ray was performed since then, in which no changes were observed. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).